Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A journal article was received entitled, early results of reverse less invasive stabilization system plating in treating elderly intertrochanteric fractures: a prospective study compared to proximal femoral nail. Authors: yao c., zhang c.-q., jin d.-x., chen y.-f. This investigation included 56 patients sustaining intertrochanteric fractures from june 2007 to june 2008. Reverse liss plating were performed using a lateral approach of hip and the minimally invasive percutaneous osteosynthesis (mipo). The appropriate size of a contralateral femoral liss plate was chosen. Reportedly there was one case of nonunion with screw breakage. An (B)(6) female with a2.1 type fracture presented with nonunion. At the third postoperative month, screw breakage and varus deformity were found. Approximately 2.5cm was the final leg discrepancy. One year after surgery, the patient progressed to arthroplasty due to hip pain and restricted weight bearing and joint motion. The patients hss was reportedly as low as 65. This report is for four screws. It is unknown if the device was a synthes product. This is 5 of 5 reports for the same event, complaint (B)(4).